Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed and no emergency battery error alarms were recorded. The emergency battery performance data revealed that all parameters were within specification limits with no permanent fault alarms. The companion 2 driver was connected to an ac power source, the emergency battery was allowed to charge and then successfully powered the driver for the full ten minute requirement. The customer-reported issue was not reproduced during testing. There was no indication of a malfunction of the emergency battery. The driver performed as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver had a depleted emergency battery despite the driver being plugged into wall power.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver had a depleted emergency battery despite the driver being plugged into wall power.